Event description:
Due to recall and previous alert on the lsp 270-220 regulators, user first updated the regulators with new filters and when recall was put into effect, user ordered 10 new lsp regulators, three came in and were put into svc approx 6 weeks ago. Approx 8 to 10 days ago when user went to refill the 0/2 tank they noticed the two pins that are used as to line up the flow meter with the o/2 tank were missing from this regulator. User had used this regulator on calls since the day they were put into svc and the pins were in the unit. This was verified by the crew. User called allied health care and they wanted user to mail them the regulator. User has not done this due to the fact that, approx 6 years ago user mailed them a faulty new o/2 regulator that one of first responder units had just ordered. After an extended period of time user wrote and called them and were told they would not repair, replace, or ship the regulator back. This makes user reluctant to ship them another regulator. User deemed to missing alignment pins as a possible dangerous situation, as without proper alignment one could have o/2 escaping from the tank under high pressure with the possibility of fire.